Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer reported that the lipid lines build up pressure and keeps reading "occluded" on pump- flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model # 2202-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ pump module infusion set experienced occlusion. The following information was provided by the initial reporter: "our lipid lines build up pressure and keeps reading "occluded" on pump despite looking perfect."

Event description:
It was reported that the bd alaris¿ pump module infusion set experienced occlusion. The following information was provided by the initial reporter: "our lipid lines build up pressure and keeps reading "occluded" on pump despite looking perfect."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes, returned to manufacturer on: 09-aug-2022. Investigation summary: 1 used sample (model#2202-0007) were returned for quality investigation by the customer. It was reported by the customer that the lipid lines build up pressure and keeps reading "occluded" on pump was not observed. Prior to functional testing the sets were visually examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to an IV bag filled with 85% glycerin / 15% water solution and allowed to prime using gravity. The set was loaded into an alaris pump and an infusion run with a 1ml/hr rate was started. The infusion was stopped after approximately 19 hours. There was no "occlusion" prompt on the pump. The customer complaint could not be replicated. A device history record review could not be performed on model # 2202-0007 because a lot number was not provided by the customer. The root cause of this complaint could not be definitively determined because the issue could not be replicated.